Event description:
This lead was explanted due to a possible fracture. The physician also replaced the ICD because "the battery was showing significant wear." Should add'l info become available, this file will be updated.